Event description:
It was reported the pt (B)(6) lost stimulation and was unable to establish communication with the ipg via the pt programmer and charging system. Efforts to establish communication via a different programmer proved unsuccessful. Surgical intervention was undertaken to explant and replace the pt's ipg. Stimulation was restored for the pt as a result of the procedure.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.